Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 200mg/dl and 245mg/dl fasting. Reviewed meter memory: 1: 184mg/dl (B)(6) 2015 03:59:00 pm fasting:yes; 2: 201mg/dl (B)(6) 2015 04:30:00 pm fasting:yes; 3: 199mg/dl (B)(6) 2015 04:26:00 pm fasting:yes; 4: 342mg/dl (B)(6) 2015 04:15:00 pm fasting:yes; 5: 344mg/dl (B)(6) 2015 03:44:00 pm fasting:yes. Customer is comparing her truetrack meter with the fire department meter. The customers is concerned with blood glucose result 184mg/dl and the 142mg/dl obtained by the fire department.